Event description:
It was reported that a patient underwent a gynecological procedure on an undisclosed date and a sling was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent surgery to treat stress urinary incontinence and rectocele on (B)(6) 2009 and a mesh was implanted. The patient underwent a mesh revision procedure on (B)(6) 2010 and ams sparc was implanted.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2014-09693. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01456. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat stress urinary incontinence and vaginal prolapse. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, and recurrence. It was reported that the patient underwent insertion of sparc trans-vaginal sling on (B)(6) 2010 for stress urinary incontinence and rectocele. It was reported that the patient underwent surgery on (B)(6) 2011 for rectocele repair and elevate system was implanted. No additional information was provided. (B)(4).